Event description:
It was further clarified that the physician found the stimloc to be "fiddly" and unreliable. Failure of the inner clip has been in the form of spontaneously opening; movement despite the jaws being closed and failure of the jaws to close.

Event description:
It was reported that the surgeon elected to use the st. Jude guardian caps for the stage 1 deep brain stimulation (dbs). It was noted that the main reason was that the manufacturer failed to address his concerns and he felt that the guardian cap was ¿a far more reliable product.¿

Manufacturer narrative:
(B)(4).